Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support after setting up a replacement device and experiencing two occlusion alerts. The patient stated that after the first alert, they changed the tubing from an inset infusion set to their last contact/detach infusion set and later received another occlusion alert. The patient reported that they fill their own cartridges and had not changed the cartridge after the first alert. A complete supply change was recommended; however, the patient indicated they were unavailable at that time, and a follow-up call was planned to assist with the supply change and collect additional information. During the follow-up call, the patient was guided through a full supply change, after which insulin delivery was successfully resumed. The patient was advised to contact support if any issues arose prior to a planned follow-up and indicated understanding. Blood glucose levels were reported as not affected. At a subsequent follow-up, the patient confirmed that no further issues had occurred and that blood glucose levels remained within range. The patient noted that the previously removed infusion site appeared bent, which may have contributed to the occlusion alert. The patient also mentioned having tried a contact/detach sample from their provider¿s office and expressed interest in continuing with that infusion set. The patient¿s preference was documented, and a shipment was arranged. No further assistance was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.